Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The customer tried replacing a sample probe, but this did not improve the issue. A suction error occurred during a cell blank. The field service engineer checked the sample reaction data and it appeared no sample was aspirated. The probe wash position was adjusted. The wash mechanism suction and rinse volumes were checked: these were acceptable. Tubing and the syringe mechanism were checked and there were no abnormalities. Controls were checked and these were acceptable. No further issues were reported after the service actions were performed. The investigation determined the service action of probe adjustment resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein gen.2 and a second patient sample tested with glucose hk gen.3 on a cobas 8000 c702 module. The first patient sample initially resulted in a total protein value of 0.1 g/dl and it repeated as 6.6 g/dl. The second patient sample initially resulted in a glucose value of 3 mg/dl and it repeated as 106 mg/dl.